Event description:
It was reported that upon opening the packaging, the product's piercing sheath tip was found to have irregular, jagged connections, rendering it unusable for patient procedures. A replacement product was provided.

Manufacturer narrative:
H11: section a through f, the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint difficult introducer insertion was confirmed; however, the root cause was not identified. The product returned for evaluation was photograph depicting a microintroducer. The depicted portion of the device included the distal portion, including the dilator/sheath transition. The vessel dilator was inserted through the peel-apart sheath. The device appeared free of obvious use residues. The dilator/sheath shaft appeared bent. Two longitudinal splits were observed in the sheath tip. The tip also appeared buckled. The sheath tip deformation was consistent with attempted insertion against resistance; however, inspection of the returned photograph was insufficient to identify the cause of that resistance/deformation. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. Insertion resistance may occur if the insertion angle is too steep and if insertion is attempted through a too-small incision, or if the transition between the vessel dilator and peel-apart sheath is rough.